Manufacturer narrative:
The di number the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a lead breakage which was confirmed on x-ray. It was also noted that the right wire at the anchor was severed. An impedance check revealed high impedance. The patient underwent a revision procedure wherein the lead was replaced.